Manufacturer narrative:
This is a supplemental report to correct aware date and provide additional information. The correct aware date was (B)(6) 2021, not (B)(6) 2021 as reported in initial MDR. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed that the event occurred because the cleaning around the forceps elevator by the user was insufficient.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on september 8, 2021, there was a foreign material on the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.